Event description:
It was reported that the patient¿s health care provider (hcp) ¿stopped giving medication/stopped letting him have any more medication", and the hcp lowered the patient¿s drug rate. The reporter stated this change took place 4 to 5 months ago. The reporter said ¿when he got up to 20ml of medications¿. The reporter also noted that the hcp stated the hospital told them they had a problem with the "leads running around the spine could be stopping up", and that the "lines are clogging again". The reporter noted their hcp wanted to change the medications but the patient did not want to "start at the bottom". The reporter stated they were at the same level and the hcp would not increase, and were going to stop at a certain point on the drugs. The reporter stated they needed more medicine and they were living in constant pain. The reporter was redirected to their hcp. The reporter noted they were going to their hcp office on friday for a refill. The patient saw their hcp on the date of the report for a magnetic resonance imaging (MRI) study that was not related to the device or therapy, but was for pain in the patient¿s back. The pump system was being used to deliver morphine. It was further reported that the patient experienced no catheter problems per the hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n189377, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n178296007, implanted: (B)(6) 2009, product type: catheter. (B)(4).